Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Accu-chek performa combo meter 27 mmol/l and accu-chek performa meter 3.7 mmol/l within 10 minutes. Same vial of strips used in both meters. No adverse event was reported. Product cannot be returned due to custom and legal issues in (B)(6).